Event description:
Information was received from a consumer regarding a patient who was receiving prialt at an unknown concentration at a dose of 0.9 mcg/day and bupivacaine at a minimal concentration and an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient had fatigue prior to the pump implant and edema. The patient had to lie down to get fluid out of the legs. The patient was having difficulty with passing out. The patient had disorientation/hallucinations. The patient did not remember speaking to someone or knowing they were around. The patient was saying weird things and seeing someone who was not there. The patient had increased fatigue, on some days the patient was out for 18 hours. The patient would lay down a lot during the day to get the fluid out of the system for their edema, but when she lies down she fell asleep almost immediately, similar to narcolepsy. When the patient sat or laid down, she was asleep almost immediately. It was stated that the patient¿s sleepiness had increased (referred to as extreme fatigue). The patient called the healthcare provider (hcp) and reviewed not to shut the pump off, but to find a hcp to turn it down to minimum. The issue had occurred since implant and the patient suspected it was related to prialt. The patient only had prialt in the pump when the issue began at a dose of 0.9 mcg/day. The prialt was increased to 1.8 mcg/day at some point. On (B)(6) 2016, bupivacaine was added to the pump. They were not sure if it was the bupivacaine or the change of climate to warmer weather, but it was noted that the patient could walk more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.